Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Related manufacturer reference#: 3006705815-2019-01879. It was reported the patient stimulation decreases by itself. Diagnostic testing revealed high impedances. As such, the patient will undergo surgical intervention to address the issue.

Event description:
Related manufacturer reference#: 3006705815-2019-01879.

Event description:
Related manufacturer reference#: 3006705815-2019-01879. Related manufacturer reference #:1627487-2019-08247. Additional information revealed during the patient's lead procedure on (B)(6) 2019, the patient's ipg was also explanted and replaced to address the issue. The patient's ipg is being added as a new device (device 3).

Event description:
Related manufacturer reference#: 3006705815-2019-01879. Follow-up information revealed the patient underwent surgical intervention where the leads were explanted and replaced. Effective therapy resumed following the procedure and the issue is resolved.